Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power and battery out limit error test. However, failure analysis was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. The insulin pump received with minor scratched display window. The insulin pump was received cracked case display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump received with cracked reservoir tube lip. The insulin pump was received with cracked reservoir tube.

Event description:
It was reported the insulin pump was returned without authorization. There was no communication regarding the reason for the return of the insulin pump. The insulin pump will be processed for failure analysis.